Event description:
Pt was referred for atrial lead extraction due to MFR's recall. Atrial lead was freed from surrounding fibrous tissue with sharp and blunt dissection, and retracted and removed from the vasculature. A new atrial lead was insterted and tested without complications.